Manufacturer narrative:
The nail will not be returning for device evaluation and the surgeon opted to leave the anti rotation lug in the patient. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the nail was removed because the scheduled length had been achieved. A crack in the nail was not noticed until it was out of the patient and on the back table. X-ray images revealed "a screw" still in tibial canal. After examining the nail, the anti-rotation lug was not in the nail but in the patient.

Manufacturer narrative:
Correction: h6 (health effect - impact code). Additional data: h3, h6, h10. The nail was not returned for investigation. However, photos and x-rays were provided. Review of photos noted a cracked housing tube and review of the provided x-ray images observed that the anti-rotation lug was disengaged from the housing tube, and the anti-rotation lug was stuck to the tibia canal. A definitive cause of the reported issues could not be determined due to no device return; however, based on photo and x-ray review, it can be deduced that due to the crack in the housing tube, the mating between the tube and anti-rotation lug may have become loose. Then, during the normal operation of the nail, the torsional forces applied to the lug may have caused the lug to disassociate from the housing tube. Based on similar complaints in the past, the cracking in the housing tube is caused by excessive bending stress applied to the nail due to weight applied during patient activities. It should also be noted the device remained implanted for approximately 2.5 years (per IFU, the device should not remain implanted for greater than one year). The production inspection data for the lots of anti-rotation lug and housing tube were reviewed and confirmed the parts met design specifications per the engineering drawings. Review of the device history records indicated the unit met all quality specifications and testing prior to product release.

Event description:
No additional information was provided.